Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular lead exhibited high capture threshold, low sensing threshold, and could not be fixed. The lead was not used and was replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: the implant date should have been blank since this event occurred during the implant procedure and the lead was not used and was not implanted. Correction: the explant date should have been blank since this event occurred during the implant procedure and the lead was not used and was not implanted.